Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg was protruding out of the skin. Surgical intervention took place on (B)(6) 2023 where the system was explanted and replaced and moved to address the issue. Effective stimulation was restored. The ipg protrusion wound was the site of explant and has been suture and treated.